Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 6430530, 510k# k143375 and (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient presented with vertebral fracture at t7/8/9, underwent percutaneous posterior fusion with two levels above and two levels below. During surgery, at the time of final tightening at t11 on the left side, the set screw was spinning and could not be broken off. The counter was reinserted to perform final tightening but it failed. The concerned set screw was broken partly and hence was exchanged with new one. There was no problem with the procedure. Broken fragments were not confirmed in x-ray of 1 week after the operation. No patient complications were reported as a result of the event.

Manufacturer narrative:
Device evaluation: visual and microscopic examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the threads. This is consistent with misalignment. If information is provided in the future, a supplemental report will be issued.